Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional mitraclip procedure. Reportedly, a " cuff miss" occurred. A second proglide device was used and there was no blood flow from the marker lumen. The devices were pre-flushed with saline prior to use. The mitraclip procedure was completed. Surgical suturing and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.